Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively in a laparoscopic sleeve gastrectomy, there was no dysfunction during the surgery but a postop hematoma. Patient was returned to the operating room for evacuation of the hematoma. Patient had to take antibiotics for medication.